Manufacturer narrative:
Device has not been returned to cincinnati sub-zero. No conclusion can be made at this time. Csz will make further attempts to retrieve device for evaluation.

Event description:
The user facility reported that the nurse found the linens and floor were wet. New blankets were obtained. User facility reported that the patient's temperature decreased approximately 0.1 degree celsius.